Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of insulin needed for a bolus, and subsequently delivered a larger bolus than needed. Customer's blood glucose (bg) level lowered to approximately 48 mg/dl. Additional information regarding the reported issue was not provided. Customer declined troubleshooting with tandem technical support.